Event description:
Edwards received notification from our affiliate in the germany. As reported, this was a case of an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. During esheath insertion into the patient, some difficulties were noted due to the esheath not being inserted fully and the strain relief part was outside the patient. When the delivery system was inserted into the patient there was some resistance moving forward through the esheath. Push force was needed to advance the delivery system. When the delivery system with the valve exited the tip of the esheath, the valve was observed be bent. At this point, the team was unable to implant the valve, so it was decided to withdraw the system. The removal was not possible and surgical intervention was required. When the esheath with the delivery system were removed from the patient, it was observed that the esheath was damaged (the sheath was punctured). The patient experienced a dissection in the external iliac artery and a prosthesis was needed to repair the vessel. As per images provided, it could be confirmed that the valve frame was bent.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. This is one of three manufacturer reports being submitted for this case.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The device was returned for evaluation and an engineering evaluation was performed. The returned devices was visually examined and the following was observed: one (1) bent frame strut outwards at inflow side. The valve was deployed during the decontamination process. The frame strut remained bent outwards at inflow side on deployed valve. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. In this case, the complaint of valve frame damage was confirmed based on evaluation of the returned device and provided imagery. Available information suggests procedural factors (excessive device manipulation) likely contributed to the event as reported information indicates that resistance was encountered while advancing the valve through the sheath. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.